Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it showed that upon visual inspection there were no irregularities noted. Moreover, the device passed the pin gauge measurements and all electrical tests performed. Hence, a normal device operation was noted during analysis. The product is expected to be returned for analysis. This product will be updated upon return and completion of analysis.

Event description:
A supplemental report is being filed as additional information was received in which the pacemaker passed all electrical tests. Hence, normal device operation was noted during analysis. Boston scientific received information that this pacemaker was explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This product will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted due to a product performance issue. No additional adverse patient effects were reported.